Event description:
The volume and specific gravity lcd displays on the green station of the unit had partial segments. The user had already rubbed the lcd without correcting the situation. He also stated that on rare occasions the total delivered display had solid dashes. The user was advised not to use the unit, which will be returned for eval. No pt involvement.